Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was difficulty moving the plunger of bd 10 ml syringe luer slip. No patient impact reported. The following information was provided by the initial reporter: syringe not 'smooth' to push. Gets stuck in the middle of operation. Difficult to aspirate and give bolus.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 27-jun-2022. H6: investigation summary: five unused samples were received by our quality team for evaluation. All samples were subjected to plunger breakout and sustaining force testing and were within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that there was difficulty moving the plunger of bd 10 ml syringe luer slip. No patient impact reported. The following information was provided by the initial reporter: syringe not 'smooth' to push. Gets stuck in the middle of operation. Difficult to aspirate and give bolus.